Event description:
On (B)(6) 2010, pt reported she was hospitalized on (B)(6) 2010 with hyperglycemia. Blood glucose elevated to 550mg/dl. Pt also had a virus and was dehydrated. Pt was treated with insulin, monitored and discharged on (B)(6) 2010 with a blood glucose of 131 mg/dl. Blood glucose is "more normal" since being released from hospital. Target blood glucose is 100-140 mg/dl. Insulin cartridge, infusion set, and adapter were in use for 1 day prior to event. Pt typically changes infusion set every 2-3 days, insulin cartridge evert 6-8 days, and adapter every 6 months. Pt does not reuse insulin cartridges. Pt uses the proper type of battery and battery setting on infusion device is correct. Insulin was not expired but is not allowed to reach room temperature before insulin cartridge is filled. Infusion device was not dropped or exposed to water or insulin ingress, and there was no leaking of insulin in the system. Time and basal rates were set correctly. There were no other lifestyle changes aside from virus and medication to treat virus. Advised pt to speak with physician regarding insulin adjustments at time of illness. F/u was completed and blood glucose returned to normal range. No product was requested for eval.

Manufacturer narrative:
No product will be returned for eval.